Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tibial trial handle is broke.

Manufacturer narrative:
Examination of the returned device confirms the reported event of handle breakage. The returned attune alignment handle was forwarded to depuy material science for evaluation ((B)(4)). On the basis of these observations, the pin was fractured due to ductile overload under shear stress. A load was applied that exceeded the ultimate strength of the material resulting in deformation and ductile overload fracture. No material defects were observed in the fractured pin that could have contributed to fracture initiation and/or propagation to failure. Based on the root cause of the fracture due to ductile overload under shear stress, corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.